Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise on this rv lead led to vf detection, no therapy delivery. Lead measurements in office were in-range. The device remains implanted.